Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, there was no flash back via marker lumen to safely deploy device, therefore it was removed and not used further. It was confirmed the prostyle was successfully pre-flushed prior to use. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number updated to 2061341.